Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accutni result generated by the unicel dxc 600i synchron access clinical system for one patient. Customer tested a patient sample for accutni and obtained a result of 5.44ng/ml. The result was reported outside of the laboratory. The sample was re-tested and repeat result was 0.10ng/ml. A corrected report was sent. Another sample obtained from this patient gave a result of 0.11ng/ml and a third sample when tested gave 0.14ng/ml. The erroneous result was reported outside the laboratory. Patient was admitted to the hospital for observation. Customer is not aware of any change in treatment to patient.

Manufacturer narrative:
Samples were collected in plasma green top 13x75mm gel separator tubes, centrifuged for 8 mins. Qc was in range. Weekly system checks have been in specification. Customer has had no hardware issues, error codes, flags to report. A field service engineer (fse) was dispatched: fse performed service protocol for hardware verification. Fse found no hardware issues and all verification protocol passed. Fse additionally stated that a bci specialist had been on-site since this event to discuss pre-analytical issues with customer. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report. (B) (4).